Manufacturer narrative:
Technician found that the foot rocker arm was broken not engaging the brakes on the foot end of the stretcher. He replaced the brake rocker arms and the brakes function properly.

Event description:
Tech reported that the brakes would not hold on the foot end of the bed.